Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the user's blood glucose level. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.